Manufacturer narrative:
(B)(4).

Event description:
The customer reports a leak at the level of the valve of the cvc.

Event description:
The customer reports a leak at the level of the valve of the cvc.

Manufacturer narrative:
(B)(4). The customer returned the lidstock from a cv-12703 kit and a stopcock for evaluation. The stopcock was visually inspected and a crack was found in one of the luers. A lab inventory syringe was used to pass water through the cracked luer and water leaked from the crack. A device history record (DHR) review was performed and it was identified that a stopcock is not a part of the reported kit. The DHR review was performed on the catheter extension lines and no issues were identified. The customer reported issue of the stopcock leaking was confirmed during the complaint evaluation. Visual and functional inspection of the stopcock identified a through thickness crack in one of the luers. The probable cause of this issue could not be determined based on the information and sample provided. Teleflex will continue to monitor and trend for reports of this nature.